Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the lumen of the white hub side was flushed, the catheter was inflated like a balloon near the bifurcation. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ballooning catheter was confirmed, and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The extension tube markings were worn. Tactile inspection of the sample revealed severe tensile weakness near the proximal end of the white-luered lumen. Necking and discoloration were observed in the vicinity of the tensile weakness. An attempt to infuse water through the sample using a 12ml syringe revealed the white-luered lumen to be occluded by blood products. During attempted infusion, the extension tubing ballooned near the proximal end. The tensile weakness, discoloration, necking and ballooning were consistent with over-pressurization damage. The blood product occlusion suggested that over-pressurization may have occurred during flushing of an obstructed catheter lumen. The product IFU provides instructions pertaining to catheter maintenance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the lumen of the white hub side was flushed, the catheter was inflated like a balloon near the bifurcation. There was no reported patient injury.